Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. There is a service record that the subject device was returned to olympus because of its image loss in november 2015 and the insertion unit was replaced. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the video image of the subject device became abnormal during an unspecified therapeutic procedure. The user facility replaced the subject device with another same model device and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. For evaluation. During the evaluation, the reported phenomenon did not duplicate. There were a pinhole on the universal cord, corrosion inside the venting connector and on the video connector, scratches and dents on the glue of bending rubber and scratches on the bending rubber. The exact cause of the reported event could not be conclusively determined however, it will be a possible cause that water or chemical solution intrudes from the pinhole of the universal cord into the subject device and the video board was short-circuited. It is considered that the reason for the pinhole on the universal cord might be that the subject device was contacted with something sharp.